Event description:
It was reported that a flogard IV solution set leaked. The leak was identified at the lower end of the set where the tubing connects to the ¿rubber connection¿. The leak was found during the priming of the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection, functional leak testing, pressure testing, push/pull testing, and measuring were performed. During evaluation a leak was identified between the tube and the lower y-site. During the push/pull testing the tubing was found to easily separate from the lower y-site. The internal diameter of the y-site was measured and found to be within specification; however, it was noted that the tubing diameter had shrunk. The root cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.